Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. Device code 1069 captures the reportable event of handle break. Visual analysis found the returned device divided into three parts. The working length (including the pull wire, coil and sheath) was found cut at its proximal end (distal end of the heat shrink), causing its separation from the handle. It was noted that the pull wire was extracted from the internal section of the coil assembly. The pull wire and the coil were found to be bent/kinked in several locations. No other issue was noted. The cut section of the unit presented drag marks, indicating the use of an unknown tool to perform the cut. With the device being used with the intention of crushing a calculus outside of the size the product was designed for, the unit could not be effective during its use; under this condition, it is highly possible that the product was removed from the patient by the user in an incorrect way: with force. Based on information and the inspection performed to the returned product; it was determined that the issue (handle break) could have been generated due to the incorrect use of the device by the user. Therefore, the most probable root cause of this event is "unintended use error caused or contributed to event" since it is highly possible that the interaction between the user and device caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. The continuing attempts to operate the device under the adverse conditions mentioned above and the manipulation received by the user can cause damage as observed during the inspection of the returned unit since the pull wire was pulled out from the internal section of the coil assembly and also the pull wire and the coil were bent/kinked. Hence the most probable cause of this specific defects found during the inspection of the returned unit is "adverse event related to procedure". A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Labeling review was performed and found the device was used in a manner inconsistent with the labeling since the dfu states: "note: the trapezoid rx wireguided retrieval basket 3 cm basket is designed for crushing calculus larger than 1.5 cm (15 mm) in diameter" and the complaint information confirms with the next statement that the device was not used to crush a calculus with the size the product was designed for.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreotography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 15 mm stone. However, the handle broke with stone still inside the basket. The stone was removed from the basket by needle knife diatermi and the basket was then forcefully pulled out of the patient. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreotography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 15 mm stone. However, the handle broke with stone still inside the basket. The stone was removed from the basket by needle knife diatermi and the basket was then forcefully pulled out of the patient. There was no patient complications reported as a result of this event.